Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2017 due to high blood glucose of over 400 mg/dl. The blood glucose was 425 mg/dl at the time of the incident and current blood glucose was 412 mg/dl. Customer treated high blood glucose with a correction of 8 units with insulin pump. Customer also reported no delivery alarm, blank display screen, battery out limit. Customer states the pump alarmed after battery change. Pump is not alarming at time of call. Customer continue with troubleshooting of the blank display and high blood glucose. Customer reports the following symptoms related to their high blood glucose was vomiting and nausea. Customer wearing the pump at time of hospitalization. Blood glucose got down to 200's mg/dl and then this morning blood glucose went to 299 mg/dl and have been in the 400's mg/dl today. The drive support cap appears normal. Customer does not want to run high pressure test. Ran displacement test and self-test and both were passed. Customer unable to upload to care link as they just moved. Customer advised to monitor pump other wise to revert to back up plan and treat per healthcare professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device was monitored and no blank display anomalies or battery out limit alarms noted. The device passed self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. In addition, the device passed displacement accuracy test. The device was received with cracked reservoir tube lip, minor scratches on reservoir tube window, cracked battery tube threads and minor scratches on lcd window.